Event description:
It was reported that a large volume folfusor underinfused; the device had not fully infused. This was observed during patient infusion. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed fluid inside the bladder suggesting an underinfused problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. The sample was returned to the plant containing 41 ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.